Event description:
The pt was in the hill rom bed with the first select classic air mattress. Side rails were up, and the left side extended rail padded device was in place. The pt was repositioned by two staff members in a supine position laying with the bed in a flat position. The staff went to get the pt's dinner tray and approx ten minutes later walked in to find the pt in a sitting position almost to the floor, with her head wedged between the lower (solid) mattress and the head end side rail. Her face was "trapped" in the rail opening by the controls. There was a laceration under her chin in the location of the side rail.